Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, high thresholds and lead impedance warning, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and diminished p waves. The rv lead was revised, the right atrial (ra) lead revision is planned, both leads remain in use. No patient complications have been reported as a result of this event.